Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, during sheath insertion, a dissection was noticed in the common carotid artery proximal to the bifurcation. A secondary stent was placed to cover the dissection and resolve the reported issue. An angiogram was taken, and the physician was pleased with the results. The patient was discharged with no reported issues. As of the date of this report, there was no report of patient harm.